Event description:
The patient's rhythm was not induced using dc fibber. The method, shock on t, was used and successfully induced the patient; however, the rhythm was not converted. As a result of inappropriate defibrillation thresholds, the lead and ICD were not implanted.